Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2018 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 the patient presented to the emergency room. It was determined that the patient had a type I distal endoleak originating from the contralateral leg component located in the patient's left common iliac artery. No aneurysm enlargement was noted. The physician extended with a plc161400 contralateral leg component, and a plc161200 contralateral leg component to treat the endoleak. Reportedly the endoleak was resolved. There were no further reported issues. The patient tolerated the procedure.